Event description:
It was reported that there was a "possible rate drop" on an unspecified infusion. No further details were provided at the time. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported event of "possible rate drop" could not be confirmed or replicated. The device was thoroughly inspected and tested, and no issues were observed. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. The performed one-hour laboratory timed rate accuracy observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n (B)(6): device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Replace wireless card. Dchu will not cover the cost associated with any incidental findings or physically abused components. Root cause: the root cause for the reported event of an infusion rate changed could not be determined through physical inspection or laboratory testing. The device was thoroughly inspected and tested with no issues observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a "possible rate drop" on an unspecified infusion. No further details were provided at the time. There was patient involvement but no harm. Although multiple attempts have been made, no additional information has been provided to bd to date.